Event description:
It was reported that this pacemaker was explanted due to intermittent loss of capture. Additional information was requested from the field representative. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported.